Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device under the microscope displayed nicks on the knife blade. Cross cutting staple line marks were also observed on the mylar cutting ring. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low anterior resection, while performing anastomotic procedure, part of staple line (about 1/5 circle) was not stapled well. The anus side tissue which was at the same line of the anastomotic side with a hole, was also not stapled for about 1 to 2 cm. When connecting the anvil to the device, the tissue was so thick that the device did not work well, and it was made 2-3 times of adjustments. The anvil was titled for about 45 degrees in the middle. (There was not a gap of the anvil, but that it was fixed obliquely). The device and the anvil were connected and when the green mark appeared, abnormal sound was heard, which was different from usual. Another device was used, and surgical time was extended by less than 30 min. Re-anastomosis was done and the operation was completed with no problem. There was no patient injury.